Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter had a pattern message issue. The complaint was classified based on the original customer service representative (csr) documentation. The patient reported that she first noticed that the pattern message was not appearing on (B)(6) , 2015. The patient stated that she manages her diabetes using insulin and self-adjusts the dose. It is unclear from the information provided whether she made any changes to her diabetes regimen in response to the alleged issue. The patient stated that on (B)(6) 2015 at 11am she developed symptoms of trembling and perspiration, and self-treated by consuming glucose tablets/gel to alleviate these symptoms. At the time of troubleshooting, the csr noted that the tagging option was on. The patient reported that the issue was with both the high and low pattern messages. The high/low patterns alert option was on. The low limit was correctly set at 70mg/dl and the high limit setting was correctly set at 140mg/dl. The date/time was set correctly on the meter. The results were being tagged correctly. The csr walked the patient through resolving the issue but it remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged issue began.